Manufacturer narrative:
The reported event of several alarms occurring on (B)(4) was confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed two critical battery alarms. The first occurred on (B)(6) 2015 at 22:16:33. (B)(4) were connected with 0% and 62% remaining charge, respectively. This alarm resolved at 22:16:50 when (B)(4) was disconnected from the controller. The second critical battery alarm occurred on (B)(6) 2015 at 11:35:48. (B)(4) were connected with 0% and 79% remaining charge, respectively. This alarm resolved at 11:36:15 when (B)(4) was disconnected from the controller. These critical battery alarms are most likely the result of communication errors between the batteries and the controller. The smr update was launched via fsca (B)(4) on 01/072016. In this case, the reported event occurred prior to the launch of the update; therefore, the controller software had not been updated prior to the event analysis of the device could not be performed since the device was not returned for evaluation. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was experiencing several controller alarms. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.